Manufacturer narrative:
Bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer¿s indicated failure mode for (B)(4) with the incident lot was observed.

Event description:
It was reported that "black spot was embedded in the tube" in a bd vacutainer edta 2k.

Manufacturer narrative:
Medical device type is corrected to jka. PMA / 510(k)# is corrected to k981013.